Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is a device available for return.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella pump experienced an air in system alarm. The purge cassette was de-aired without resolution. The purge cassette was exchanged for a new one and the alarm resolved. The patient was in stable condition.

Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report submitted, as the purge cassette is not implanted or explanted in the patient.